Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-35778. Related manufacturer reference number: 2017865-2024-35779. It was reported that the patient presented to the emergency department with a heart rate in the 40¿s. A chest x-ray was performed showing that the patient had twisted the device so many times that it pulled all three leads out of the heart and all the way back to the shoulder. No electrical anomalies were observed. The leads were explanted and new leads were implanted. There were no adverse health consequences, the patient was stable.